Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. An 85% stenosed target lesion was located in the left anterior descending artery (lad) and a more than 80% stenosed target lesion was located in left circumflex artery (lcx). Following pre-dilatation of the lad with a 2.0x10 balloon catheter, a 2.75 x 38 promus premier stent was deployed with no issues. Following pre-dilation, a 20 x 2.75 promus premier drug-eluting stent was deployed to treat the lcx. Post deployment a proximal edge dissection was noted. Another 2.75 x 16 mm promus premier stent was implanted to treat the dissection and complete the procedure. No further patient complications were reported and the patient status post-procedure was stable.

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease. An 85% stenosed target lesion was located in the left anterior descending artery (lad) and a more than 80% stenosed target lesion was located in left circumflex artery (lcx). Following pre-dilatation of the lad with a 2.0x10 balloon catheter, a 2.75 x 38 promus premier stent was deployed with no issues. Following pre-dilation, a 20 x 2.75 promus premier drug-eluting stent was deployed to treat the lcx. Post deployment a proximal edge dissection was noted. Another 2.75 x 16 mm promus premier stent was implanted to treat the dissection and complete the procedure. No further patient complications were reported and the patient status post-procedure was stable. It was further reported that the target lesion in the lcx had no significant bend and was mildly tortuous and non-calcified. The dissection was flow limiting.